Event description:
Complainant alleged that within 5 minutes of patient use, the autopulse® resuscitation system displayed a "low battery' message. The battery charge icon displayed no bars, indicating that the battery was depleted. When the customer attempted to replace the battery prior to compression stoppage, the 'low battery" message disappeared. This incident occurred 4 times during use of the platform, however the device continued to perform compressions. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Customer indicated that before the device was used on a patient, the led on the battery was green and the battery charge icon on the platform exhibited all four bars, which is indicative of a fully charged battery. Zoll (B)(4) tested the autopulse platform with loaner batteries and confirmed the reported event. It was also observed that 3 screws of the pdb were broken. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.